Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and investigated. The reported sgc leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported valve damage and leak could not be determined. The returned device analysis was unable to confirm a leak, as the device held fluid column and no air bubbles entered the hemostasis valve during clip delivery system (cds) insertion. In addition, no damage was observed to the silicone valve. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the air in the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat grade 3-4 degenerative mitral regurgitation (mr). While inserting the clip delivery system (cds) through the sgc, a loss of fluid column was noted. Although no damage was visible, a defect in the silicone valve was suspected. No air had entered the anatomy. Additional aspiration of the sgc was performed; however, a loss of fluid column kept occurring. The sgc was removed and replaced. The same cds was successfully used with the second sgc. Mr was reduced to grade 1 with implantation one mitraclip. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.